Manufacturer narrative:
The reported events of insulation twisted, and helix mechanism issue were confirmed but helix damage was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the outer insulation twisted throughout entire lead body. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage, but no anomalies to the helix was noted at the helix region. All damage noted to the returned lead is consistent with occurring at the time of procedural. The lead was returned with the helix retracted and clogged with blood. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be extended/retracted helix by applying torque directly to the inner coil. The measured full helix extension length was within specification. The reported event of helix mechanism was isolated to the helix being clogged with dried blood and over-torque of the inner coil.

Event description:
During implant procedure, the right ventricular (rv) lead's helix was unable to be extended. The rv lead was then explanted and the helix was observed to be bent and insulation twisted. The event was resolved by replacing the rv lead. The patient was in stable condition.